Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator, camera, and beam were aligned during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9600 system had a physicist discrepancy of fluoro variance. No patient injury was reported.